Event description:
An underdose occurred and the patient experienced seizures. It was further indicated that the patient was having seizures, "but that symptoms could also be described as exaggerated rebound spasticity". A catheter access port dye study was discussed. Drug delivered via the device was baclofen 500mcg/ml at a daily dose of 104.92 mcg. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient had altered mental status and muscle rigidity.

Event description:
Additional information: per an alternate healthcare provider the patient was not having an underdose reaction, but was having seizures which required an increase of his seizure medication (trileptal). The patient was also treated for bronchitis with xithromax. No roller or dye study was done as they were "not needed". The pump was interrogated. The patient was noted as having resided at a care facility. The patient was seen in (B)(6) 2011 and again on (B)(6) 2012 for a pump refill; and next scheduled refill is to occur again in (B)(6) of 2012. The patient was "doing well" / fine; and receiving effective therapy. It was clarified that the type of baclofen administered via the patient's pump was lioresal.

Manufacturer narrative:
Catheter: model: 8709sc, lot#: n174332004, implanted: (B)(6) 2009, explanted: unk; catheter (spinal implant): model: 8731, lot #: b005780n19, implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).